Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: no. (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during pre-use self test the cs300 intra-aortic balloon pump(iabp) equipment alarmed and failed to automatically inflate. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and the 5000hr maintenance kit (0040-00-0147) was noted to be expired. The fse replaced expired part. Following repair, the unit underwent functional testing, with all parameters meeting manufacturer specifications. The device was returned to the customer for clinical use in good working condition.